Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 86.0 cm from the proximal end. The pull wire was retracted from its alignment feature. The embolization coil was detached from the pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned lantern revealed a distal ovalization. If the device is forcefully gripped or pinched during the procedure, damage such as a distal ovalization may occur. This ovalization may have contributed to the reported resistance experienced during the procedure while advancing the pod pc through the lantern. During the functional testing, a demonstration pod pc was able to advance through the ovalization on the lantern with resistance. Evaluation of the first pod pc revealed that the pet lock was separated, the pull wire was retracted from its alignment feature and the embolization coil was detached from the pusher assembly. This indicates that the pod pc functioned as its intended. The detached embolization coil was not returned for evaluation. The reported inability to detach the pod pc could not be confirmed. The ovalization on the returned lantern likely contributed to the reported resistance while advancing the pod pc during the procedure. Further investigation revealed that the pusher assembly was kink. This damage was likely incidental to the complaint. Evaluation of the second pod pc revealed a functional device. The pod pc was able to advance through a demonstration lantern without issue. The device was able to detach with a demonstration handle without an issue. The reported complaint could not be confirmed. Further evaluation of the device revealed offset coil winds on its embolization coil. This damage was likely incidental to the complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2020-01832; 3005168196-2020-01833.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01832, 3005168196-2020-01833.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous fistula using pod packing coils (pod pcs), a ruby coil detachment handle (handle), a lantern delivery microcatheter (lantern), and non-penumbra coils. During the procedure, the physician experienced resistance while advancing a non-penumbra coil through the hub of the lantern; however, the physician successfully placed the non-penumbra coil into the target location using the lantern. Next, the physician experienced the same resistance while advancing a pod pc through the hub of the lantern; however, the physician successfully advanced the pod pc into the target location using the lantern. Afterwards, the physician attempted to detach the pod pc using the handle; however, the pod pc failed to detach. Therefore, pod pc and the lantern were removed. The physician then advanced a new pod pc into the target location using a new lantern and detached it using the same handle. Then, the physician placed another non-penumbra coil into the target location using the lantern. Afterwards, the physician advanced another pod pc into the target location using the lantern and attempted to detach it using the handle; however, the pod pc failed to detach. Therefore, the pod pc was removed. The procedure was completed using a new pod pc, the same handle, and the same lantern. There was no report of an adverse effect to the patient.